Manufacturer narrative:
Correction of b5 field: describe event or problem.

Event description:
It was reported that this device was explanted due to a prophylactic physician discretion decision. A new device was successfully implanted. No additional adverse patient effects were reported. Additional information was received where the patient reported suffering additional interventions caused by the surgery. The patient lost weight, and the frontal teeth as she stopped breathing during the procedure. Intubation was required causing their teeth to be cracked. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction of b5 field: describe event or problem. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this device was explanted due to a prophylactic physician discretion decision. A new device was successfully implanted. No additional adverse patient effects were reported. Additional information was received where the patient reported suffering additional interventions caused by the surgery. The patient lost weight, and the frontal teeth as she stopped breathing during the procedure. Intubation was required causing their teeth to be cracked. No additional adverse patient effects were reported.

Event description:
It was reported that this device was explanted due to the ingenio high impedance advisory. A new device was successfully implanted. No additional adverse patient effects were reported. Additional information was received where the patient reported suffering additional interventions caused by the surgery. The patient lost weight, and the frontal teeth as she stopped breathing during the procedure. Intubation was required causing their teeth to be cracked. No additional adverse patient effects were reported.

Event description:
It was reported that this device was explanted due to a prophylactic physician discretion decision. A new device was successfully implanted. No additional adverse patient effects were reported. Additional information was received where the patient reported suffering additional interventions caused by the surgery. The patient lost weight, and the frontal teeth as she stopped breathing during the procedure. Intubation was required causing their teeth to be cracked. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction of field: describe event or problem.